Event description:
No blood glucose levels reported. The diabetes clinical manager of the customer reported receiving a failed self-test alarm from the customer's insulin pump. Troubleshooting was done. The manager was advised that the insulin pump would need to be replaced. No add'l info was provided.

Manufacturer narrative:
The insulin pump received remote frequency failed self test alarm during self test due to faulty connector on the remote frequency board. No cosmetic damage noted.